Event description:
It was reported by a vns patient that she felt she had an increase in seizures while the treating neurologist felt there was no increase. The patient recently had undergone a prophylactic generator replacement surgery and follow-up with the neurologist's office indicated the patient did in fact have an increase with unknown root cause. The explanted generator was returned to the manufacturer, and it is still undergoing product analysis. Moreover, good faith attempts to the treating neurologist have been unsuccessful to date to obtain additional information.